Event description:
During product evaluation, pump head mechanism c was under infusing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the pump head mechanism c that under infused during product evaluation was confirmed. Inspection of the device found that the under infusion was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.